Event description:
Intra operative issue occurred during hip surgery on (B)(6) 2023: difficulties in seating the delta protr. Liner øint 32mm #m, product code 5886.51.158, lot 2307073, ster. 2300084 into the acetabular cup. According to the received information, the surgery was prolonged of 1 hour and 10 minutes due to this issue and another available liner was implanted. This event occurred in poland.

Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the (B)(4) devices manufactured with the same lot number 2307073. According to our records, at least out 48 of 56 protruded liners with lot, lot 2307073, ster. 2300084 have been implanted and this is the only complaint received on this lot number. The device involved was returned to limacorporate for further analysis. The visual inspection confirmed that the peg of the liner is bent. Liners involved in past complaints that returned for analysis show that their polar peg is deformed (tilted). The deformation is not even all around the peg, but it is visible that just one side of the peg is affected by it. The deformation is the consequence of the impact of the liner when not properly lodged in the acetabular cup. Once the polar peg gets deformed, it becomes impossible to find the correct position of the liner inside the cup. Moreover, the liner isn't securely impacted in the cup, therefore coupling forces are reduced and liner's mobilization is easily experienced, because the morse taper connection didn't occur properly. Differently, the proper coupling between the polar peg of the liner and the polar hole of the acetabular cup is achieved by interference, allowing also the morse taper connection between liner and cup. Whenever deemed necessary, functional tests were performed on liners belonging to the same lot #s of the ones involved in complaints. Tests always proved that the stability of the poly liner inside the cup is achieved if the assembly is performed according to the surgical technique. Possible causes for intra-operative events are: - eventual presence of soft tissue/particles between the contacting surfaces of liner and cup. Such material prevents the correct coupling between components during the surgery; - user error: the surgeon improperly inserts the liner into the cup and after the peg's deformation, the liner loses its functionality, requiring the surgeon to use a new liner to complete the surgery. Please note that the protrusion plane of protruded liners might mistakenly be taken as the reference plane of the liner when seated inside the cup, instead of the equatorial plane. Considering that: -check of the manufacturing charts highlighted, no pre-existing anomaly was detected on the (B)(4) devices manufactured with the same lot number 2307073. -the visual inspection of the protruded liner involved in the complaint and returned to limacorporate proved that the peg is bent; analysis of past and similar complaints highlighted that the impact of the incorrectly lodged protruded liner deforms the polar peg; -analyses of past similar complaints demonstrated that the incorrect lodging might be caused by the presence of soft tissue/particles between surfaces that prevent the correct coupling of the liner into the cup, or it might be due an improper positioning of the liner when lodged in the acetabular cup (user error); we cannot go back with certainty to the root cause of the event. We can classify this event as not product-related. According to limacorporate pms data, the occurrence rate of intra-operative difficulty in coupling delta protruded liners (belonging to the device codes 5886.5x.xxx) to delta acetabular cups or delta spacers is (B)(4) (ww). As corrective action CAPA with ref. Q20240008 was opened, which includes training addressed to product managers and sales representatives to focus the attention on steps described in the surgical technique to properly couple protruded liners to acetabular cups. This is a final report.

Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the liners released with lot number 2307073. This is the first and only complaint register on this lot number. A final report will be submitted after the investigation.

Event description:
Intra operative issue occurred during hip surgery on (B)(6), 2023: difficulties in seating the delta protr.liner øint 32mm #m, product code 5886.51.158, lot 2307073, ster. 2300084 into the acetabular cup. According to the received information, the surgery was prolonged of 1 hour and 10 minutes due to this issue and another available liner was implanted. This event occurred in poland.